Event description:
The customer's parent called and reported that the insulin pump alarmed no delivery. Customer's blood glucose was 498 mg/dl, which was treated with insulin. Insulin exited during priming with the insulin pump. It was stated the no delivery alarm was resolved by a complete set change. Customer's parent agreed to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Please see medwatch # 3004209178-2015-55130.